Event description:
Right ij cordis with previous swan noted to have blood backed up in distal port. One way valve with blue alcohol swab cap in place. Blood noted to be backed up into the cap. Unable to aspirate blood back into syringe. Visible clot noted in lumen. Add'l pressure cap applied to end, new alcohol swab cap applied. Lumen taped off and labeled "do not use."